Event description:
Balloon failed on 5 hospira optiq svo2 catheters. Returned 5 catheters to company. Two more catheters from a different lot number failed and were returned. Lot numbers are 40-014-r5 and 32-027-r5.